Event description:
It was reported the pt was in an accident and the scs system stopped working after direct impact on the ipg. Subsequently, the pt underwent surgical intervention to explant and replace the ipg. Stimulation has been restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.